Event description:
Caller alleged false negative hcg results. Results as follows: pt presented having tested positive on ept. Urine was collected at 10:00am. Last menstrual period: unk. No known health conditions/medications. No procedures to be done on pt. Confirmatory testing was not done. Urine was sent to (B)(4) that ran on another screen method that showed positive. No serum tested. No urine analysis performed. Caller reported that there was a faint line or shadow interpreted as negative as per clinic guideline.

Manufacturer narrative:
Investigation pending.